Event description:
During a laparoscopic procedure, the stapling device (ethicon ec60a) was introduced into the sterile field. During testing of the stapling device, it was discovered that it would allow closure, but would not re-open. A second stapling device was opened and yielded the same result. A third stapling device was opened adn found to be fully operational and the procedure was completed without further incident. Both stapling devices were ethicon model ec60a, lot numbers l92y71 and l92y1n.